Event description:
On january 27th, (B)(6) year old patient with recurrent syncopal episodes and posterior circulation symptoms was taken for diagnostic cerebral angiogram with intention to treat basilar stenosis. Patient underwent a diagnostic cerebral angiogram and basilar angioplasty and stenting. After angioplasty was performed and stent deployed with follow-up run showing no significant residual stenosis with significant spasm in the v3, v4 segments, distal access catheter was brought back and verapamil 8 mg was infused and then dissection was noticed in the v4 segment. Multiple attempts were made to pass the dissection in order to potentially treat but then the synchro-2 support wire broke off and the attempted stenting was aborted. The gooseneck snare was advanced and was successful in retrieving the synchro-2 distal tip of the wire with final run showing good perfusion. There was no need for further treatment. The catheter was pulled down and any vasospasm or dissection in the vessel was ruled-out. The patient was in stable condition. FDA safety report ID # (B)(4).